Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test due to a faulty force sensor. The motor was noisy during testing, due to a problem isolated to the motor. However, the insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery tests.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose read "high" on the glucometer. Nothing further was reported.